Event description:
No additional reports received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause could not be established. It is unknown whether the product meets the specifications. However, since it is marked as ¿broke,¿ it is highly likely that the product was damaged and did not meet specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic hysteroscopic endometrial lesion diathermy for endometrial polyps, the electrode loop broke when the endometrial lesion was removed using a high-frequency resection electrode. The procedure was stopped immediately, and the hysteroscope was replaced. The broken electrode loop was seen at the bottom of the uterine cavity, and the broken electrode loop was completely removed with foreign object forceps. There were no reports of further patient harm.